Manufacturer narrative:
(B)(4). The investigation and product evaluation completed with no defects found. The returned test strips produced low readings. Black chemistry was observed. The most likely underlying root cause of the malfunction was due to improper storage.

Event description:
Customer complains of lo results. Customer states he feels well and does not require any medical attention at this time. The customer's expected blood results are 80-180mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory: (B)(6). Customers concern: 62mg/dl (B)(6) 11:30am and 191mg/dl (B)(6)12:00pm.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of lo results. Customer states he feels well and does not require any medical attention at this time. The customer's expected blood results are 80-180mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips were first opened (B)(6) 2015 and have been stored properly. Customer performed a back to back blood test lo and lo fasting. Reviewed meter memory (B)(6).